Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2013 with the following findings: during investigation, a timekeeping accuracy test was performed and the pump maintained time accurately during the five day duration test. Testing revealed that the time and date reset to factory settings when the pump was left without power for one hour. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging a date/time issue. No other information is available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.